Event description:
It was reported by the customer that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer was using humalog u-500 insulin. Tandem clinical support informed customer that humalog u-500 is off-label per the user guide. The customer addressed the issue by changing the infusion set and cartridge and then resuming insulin delivery.